Event description:
The complainant reported impella 5.5 pump support was ongoing for a patient admitted in with cardiogenic shock. The pump had signal loss and the team tried to troubleshoot. The console was replaced, but the team had to explant the impella 5.5 and replace with an intra-aortic balloon pump. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of optical signal issue has been completed. The cause of the optical signal issue was not determined since product was not returned.